Manufacturer narrative:
Device material number nor lot number was identified therefore complaint rate, review of device history records and risk file was not possible. The root cause for the failure cannot be determined since neither material number nor lot number were provided, and the device was not returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
Kls-martin l.p. (Importer) is submitting this report on behalf of karl leibinger medizintechnik gmbh & co. Kg (manufacturer). Reference exemption number e2017029. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported that screws pulled from the bone. Removal expected on (B)(6) 2020.